Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self test and priming, was preformed with not abnormality observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was damaged. The damage was a tiny stab in the cassette. This event was found before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).